Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a 90% stenosed, severely calcified, 3mm lesion in the circumflex mid artery. After the fifth treatment, the viperwire advance guide wire tip fractured. An unsuccessful attempt was made to snare the 25 mm tip fragment. A stent was placed to entrap the fragment and complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).